Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate result as compared to another meter (ot verio iq). The report di dot provide any specific values but claimed the difference between the 2 readings was >15mg/dl" this complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.